Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of overheating could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If add'l info is received, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from USA stating that the device overheated. The device was not used in surgery. It is unk if surgical delay occurred. There is no add'l info provided.